Event description:
The resident is an obese female who requires transfers from bed to wheelchair and vice versa via a mechanical lifter. While being transferred from her bed to the wheelchair, the handle, which moves the legs apart, popped out of its slot closing the legs of the lifter. The lifter was unable to sustain her weight resulting in the resident falling to the floor and fracturing her hip. The resident was hospitalized for seven days.